Event description:
It was reported that patient has experienced various levels of pain since receiving a left total knee arthroplasty and was additionally diagnosed with patellar heterotopic ossification approximately ten (10) years post-operatively. Initial operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining cemented narrow femoral component left size 9 catalog #: 42502006601 lot #: 62964340, persona cemented stemmed tibial component left size e catalog #: 42532007101 lot #: 63078098, persona medial congruent articular surface left 10mm catalog #: 42512100810 lot #: 63047361. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.